Manufacturer narrative:
Investigation summary: the evaluation of the submitted log files confirmed multiple speed drops, as well as, yellow wrench advisories associated with driveline faults; however, a specific cause could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log files captured low speed and pump stop events, as well as associated low flow events, on 02nov2019 between 6:52 am and 6:58 am. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Additionally, multiple yellow wrench advisories associated with driveline faults were captured throughout the log files which were silenced. These driveline faults appeared to result from an issue with phase 1. The other phases did not appear to contribute to the fault. The account communicated that the patient came into the clinic due to pump stops and driveline faults. The patient reported that the driveline gets twisted sometimes. The patient also reported electric shocks all over their body. ICD interrogation was performed, and the patient has had no anti-tachycardia pacing (atp) or shocks for heart rhythms. Abdominal x-rays were performed and were unremarkable. On 11nov2019, shuntogram was performed and there was cardiomegaly with evidence of prior median sternotomy with an automatic implantable cardioverter-defibrillator (aicd) in position as a cardiomems device. There was no discontinuity of the kinking of the driveline. Bowel gas pattern was normal. No driveline replacement or controller exchanged was performed and the patient was sent home on ungrounded patient cable. The patient was educated on how to use ungrounded power sources, as well as batteries. The patient remains ongoing on pump and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: no perc lead replacement performed.controller was not exchanged.driveline fault did not resolve. Patient educated on use of ungrounded cable only.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: it was reported multiple driveline fault throughout the log file, from (B)(6) 2019 to (B)(6) 2020. The patient denied any alarm. The patient was put on ungrounded patient cable.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 19nov2019. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that device alarmed for pump stoppages on (B)(6) 2019. Patient was asymptomatic and reported drvie line getting twisted sometimes. Patient presented for routine follow up on (B)(6) 2019 and reported electric shocks all over his body. ICD interrogation was done and he has had no antitachycardia pacing (atp) or shocks for heart rhythms. Initial reading showed short-to-shield while on power module. Abdominal x-rays were performed and was unremarkable. On (B)(6) 2019, shuntogram was performed and there was cardiomegaly with evidence of prior median sternotomy with an automatic implantable cardioverter defibrillator (aicd) in positon as a cardiomems device. There was no discontinuity of kinking of the drive line. Bowel gas pattern was normal. No drive line replacement was performed. Patient was sent home on ungrounded patient cable. Patient was educated to use ungrounded power source as well as batteries. No device exchange was performed. The patient was asked to call with any further alarms. Log file review revealed low speed advisories and pump stoppage on (B)(6) 2019 and drive line fault alarms on (B)(6) 2019. No further information was provided.